Event description:
Additional information was received indicating that the generator was discarded after surgery.

Event description:
It was reported that the patient had high lead impedance on a diagnostics test, with impedance 10,000ohms. The patient went for a revision surgery on (B)(6) 2011. At that time the generator was replaced, however the lead was not. Additional information was received indicating that the issue resolved with a pin re-insertion. However, the generator was replaced. The generator has not been returned for product analysis